Event description:
A surgeon reports that the intraocular lens would not seat well after insertion due to a bent haptic. Enlargement of the incision was required to accomodate removal of the lens. Another lens was implanted without complications.